Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a high pacing rate. The leadless implantable pulse generator (ipg) exhibited pacing rate near the upper sensor rate pacing while the patient was resting flat in bed while on monitor. The ipg remains in use. No further patient complications have been reported as a result of this event.